Manufacturer narrative:
Film evaluation summary: the cause of the earlier reported proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. CT¿s from ~1 year post-cuff/anchor implant showed that there was lack of stent graft radial apposition along the posterior neck; however, no clear endoleak was observed. It is possible that the proximal type I endoleak was due to disease progression; neck dilatation. The cause of the various reported procedure related events could not be determined; films during implant of the cuff and endoanchors were not available for review.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. An aneurx cuff was also implanted. It was reported that 10 aptus endoanchors along with another manufacturer's stent graft were implanted for a type ia endoleak. Implant was successful and there were no endoleaks present after the procedure. There was, however, some bleeding during the procedure to that required repair of a laceration in the right common iliac artery. This reportedly resolved the bleeding. It was noted that the bleeding was related to the procedure. There was also some urinary retention which was again assessed to be related to the procedure to implant the endoanchors. The urinary retention resolved with the replacement of the foley catheter. Peripheral ischemia, resulting in altered sensation in the right foot, was also noted as related to the endoanchor procedure. This resulted in an extended hospital stay but the ischemia reportedly resolved without treatment. Finally, the patient had a wound seroma /lymphocele/lymph fistula, which was also assessed to be related to the endoanchor procedure. This resulted in pain in the right groin and resolved without treatment. No additional clinical sequelae were reported and the patient is fine.